Event description:
It was reported that during a procedure, the fiber connector was damaged and consequently caused damage to the debris shields. There was no patient outcome reported. This occurred with four fibers. Analysis of the returned device identified a broken fiber.

Manufacturer narrative:
B3. Date of event: exact event date is unknown. Awareness date was used. H6. Evaluation conclusion codes: corrected. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned device did not confirm the reported damaged fiber connector. Analysis of the returned fiber identified a fiber body break as the fiber measured 103.5 cm. Per the instruction for use (IFU), a slimline sis fiber should measure 310 cm (plus or minus 25 cm). Microscopic inspection of the fiber tip identified the fiber tip was degraded. Laser fibers are consumable devices and expected to degrade with use. The connector had no abnormality. The following message was displayed: treatment used: 5 treatment left: 5. It is likely that procedural conditions of the device during set-up, use or reprocessing contributed to the fiber body break. A fiber could be damaged or kinked during setup and fully break once laser energy is applied. According to the IFU: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Fiber specifications length in cm (plus or minus 25 cm) for slimline sis is 310. Based on the information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure, the fiber connector was damaged and consequently caused damage to the debris shields. There was no patient outcome reported. This occurred with four fibers. Analysis of the returned device identified a broken fiber.

Manufacturer narrative:
B3. Date of event: exact event date is unknown. Awareness date was used. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned device did not confirm the reported damaged fiber connector. Analysis of the returned fiber identified a fiber body break as the fiber measured 103.5 cm. Per the instruction for use (IFU), a slimline sis fiber should measure 310 cm (plus or minus 25 cm). Microscopic inspection of the fiber tip identified the fiber tip was degraded. Laser fibers are consumable devices and expected to degrade with use. The connector had no abnormality. The following message was displayed: treatment used: 5 treatment left: 5. It is likely that procedural conditions of the device during set-up, use or reprocessing contributed to the fiber body break. A fiber could be damaged or kinked during setup and fully break once laser energy is applied. According to the IFU: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Fiber specifications length in cm (plus or minus 25 cm) for slimline sis is 310. Based on the information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.